Manufacturer narrative:
Other, other text: additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an air in line alarm. The device stopped. The battery cover was opened and closed. The pump was turned back on and was restarted, and the alarm returned. Alarm acknowledged and tubing clamped near port site. Caller unable to remove cassette, stating that it was locked in place. Pump was powered off and tubing remains clamped. Resvol 79.9 rate 2.2. No adverse patient effects were reported by the customer.